Event description:
Healthcare professional reported, via ultrasound, right side "wavy edges and the presence of fluid in its periphery," "presence of lymph nodes," and "severe fibrotic capsule retraction." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "wavy edges and the presence of fluid in its periphery," "presence of lymph nodes," and "severe fibrotic capsule retraction" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "wavy edges and the presence of fluid in its periphery," "presence of lymph nodes," and "severe fibrotic capsule retraction".

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Wrinkling: not observed. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Additional observations: red and yellow particles on the surface of the shell.

Event description:
Healthcare professional reported, via ultrasound, right side "wavy edges and the presence of fluid in its periphery," "presence of lymph nodes," and "severe fibrotic capsule retraction." Device has been explanted and replaced.